Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system (left). Reason(s) for revision: unknown. Revision 2 of 2. Please see (B)(4) for 1st revision. Lot codes do not match product codes provided. Update: lot codes and femoral implant codes from crawfords email received 06 feb 2012. Reason(s) for revision: alval / soft tissue reaction. Pain & noise. Update: reason for revision added as per update email received 03 may 2012. Update: further reasons for revision and product (stem) added as per dpyous73, received 23 july 2012. Update 4 september 2015: updated hip side as right, updated doi, added patient name, gender and date of birth, added cup details and added manufacture and expiry dates for products. For 1st revision see (B)(4). Updated as legal. Taken from claimsuite update 2 september 2015 and query 1 reply.